Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt for an unrelated issue. During servicing, the belt failed the pulse tst. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the pulse test. Upon eval, there was a broken white pulse wire inside the trunk cable. The cause of the pulse test failure is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.